Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# la5798, implanted: (B)(6) 2003. Product type: lead: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: extension: product ID 3550-09, lot# la1624, implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: accessory: product ID 37746, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013. Product type: programmer, patient. (B)(4).

Event description:
It was reported the patient experienced high impedance readings. Impedance values were reported as ">4000 ohms on all of the unipolar leads" and ">4000 ohms on all of the bipolar pairs." It was additionally reported there were readings of "20,000 and 16,000 on unipolar and bipolar pairs." Manufacturer database records indicated the device was explanted two days after initial report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information received reported that the patient was re-implanted with a new lead and sensor. It was stated that there were no further issues and the patient was receiving therapy. Information regarding impedance issues over 4000 ohms was reported on wrong device. See manufacturing report #6000032-2013-00084.